Event description:
Pt had cholecystectomy with united states surgical 11mm auto suture versastep dilator and cannula used. Product fractured at end of procedure. Multiple attempts were made to extract .5 x .25 part.